Event description:
It was reported that in cardiac rehabilitation and respiratory, the physician experienced difficulty inserting the guide wire through the needle. When it was removed, the guide wire was found to have a deformation (hump). The guide wire was not replaced. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k number provided is for a similar product that is sold in the us. No sample will be returned for evaluation.